Event description:
It was reported in a social media post that after a da vinci-assisted right hemicolectomy procedure, there was immediate post-operative bleeding in the patient requiring an urgent return to the or within 2 hours post-operative. The bleeding was significant causing hemorrhagic shock in the patient and a 4 unit drop of hemoglobin within 1 hour. The source of bleeding was the ileocolic artery (ica) stump which was divided by vessel sealer after ¿double cook.¿ the ica was 3-4 mm in diameter. The patient was well eventually. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to contact the surgeon to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication is unknown. Isi has attempted to contact the surgeon to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Neither a system nor instrument log review could be performed due to the lack of product and procedure information available. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: a patient underwent a right hemicolectomy procedure and had post-operative bleeding requiring a re-operation. Intra-operatively, the patient was found to be bleeding from the ica stump. It is alleged that a vessel sealer extend instrument did not sufficiently complete a seal. At this time, the cause of the operative complication is unknown.